Manufacturer narrative:
Mml #: (B)(4). Other lead replaced. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI #: (B)(4).

Event description:
It was reported that the patient was unable to continue therapy sessions. Following the loss of device function, the patient reported worsening back pain. There was no report of patient harm or injury. The clinical specialist's evaluation identified that the left lead was out-of-range (oor), consistent with a high-impedance failure. The system was subsequently reprogrammed to provide unilateral stimulation pending the revision procedure. The patient underwent a revision procedure during which both leads were fully explanted and replaced with two new leads without complication. Although no product deficiency was identified with the right lead, the physician elected to replace it as a precautionary measure. A review of the post-initial implant imaging confirmed that the oor was caused by an improper starin relief loop.